Event description:
As reported by patient support, a patient's boyfriend called to inform edwards that the patient passed away on the day of the procedure using a 23mm sapien 3 ultra valve. He explained that during the tavr procedure, the patient started to bleed into the chest cavity. The exact source of the bleeding was unknown, but he stated, "they think the bleeding came from the bottom and back of the heart." They then performed immediate open-heart surgery. He stated, "after surgery, the patient coded and flatlined. "The patient's boyfriend did not make any allegations about our device. Per medical record review, although the patient expired on the day of the tavr procedure, the cause of death was due to a pericardial effusion that was suspected as being caused by an annular rupture. The 23mm s3u valve was implanted successfully in the aortic position. However, the post-deployment echocardiogram showed a transvalvular gradient of 15mmhg which is higher than normal, and the operators felt the valve was not fully expanded. They did a post-deployment balloon valvuloplasty to try and expand the valve more. Immediately after the valvuloplasty had finished the patient became hypotensive and pericardial effusion was observed on echo. An emergency pericardiocentesis was done via left subxiphoid approach and a pericardial drain was placed, and drained 1500 ccs of frank blood. The patient was taken emergently to the cvor for open heart surgery where a CABG x 1 with lima to lad was done, left ventricle (lv) repair, aortotomy, and subsequent closure. The patient was transferred intubated to cvicu after the surgery. On arrival at the civcu, continuous bleeding from the right chest tube was noticed, and transfusion protocol was started. The patient arrested and went into pulseless electrical activity (pea) and cardiopulmonary resuscitation (CPR) was commenced. At 20:05hrs the patient was unable to be revived and was declared expired.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient and procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : valve remains implanted.